Event description:
Medtronic (covidien) received information that during the preparation for cerebral aneurysm embolization procedure, the physician reported that the tip of the x-pedion guidewire was bent upon removing it from the dispenser track. Another device was used to continue the procedure. No other complications were reported.

Manufacturer narrative:
Additional information: the lot history record review of the reported lot numbers showed no discrepancies that might have contributed to the reported experience. The guidewire was returned for evaluation without its dispenser coil, the inner pouch or the outer carton. The guidewire was examined and found to be bent at the distal end. The guidewire solder tip was found to be missing from the distal end of the guidewire. No other anomalies were observed. The cause for the damages could not be determined. (B)(4).